Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the lens of the device was foggy was confirmed. The following defects were found with the device upon evaluation : -outer tube damaged - distal tip damaged shaver damage to distal tip, holes in distal tip fiber. Holes in soldered seam. -illumination - distal tip fiber damaged. -optical system - optical components broken lenses in optical system. The device was diagnosed and repaired with spare parts, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the device, including the broken lenses, probably due to fall. The damage to the distal tip is a result of contact with the shaver during a surgical process, as identified during evaluation. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via email, that during an unknown procedure the lens of a hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) was foggy. The procedure was finished with that fogginess. No surgical delay or patient consequence reported.